Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the anatomical location of the white reload? Enetero-entero how was the bleeding identified? After few hours with drain how was the bleeding addressed? Don't have this question please provide the product code of stapler and reloads used. It was a kit bariatric , the code and lot was missed what is the current patient status? Patient is fine. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was bleeding after bypass surgery on the white load line.